Event description:
It was reported that t:slim x2 pump battery would not charge, despite use of different wall adapters and charging cables. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using prepaid label, and was informed that pump settings and continuous glucose monitor would need to be connected and programmed on replacement pump that was arranged under warranty.